Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the lot record was not possible as lot number was not provided. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. (B)(4).

Event description:
It was reported that a celt acd device was used to close a femoral puncture. The hub of the procedure sheath was not properly attached to the celt delivery system during deployment of the implant. The distal and proximal wings of the implant were deployed within the sheath itself. On ejection of the implant from the delivery system, the sheath remained in-situ with the formed implant in its lumen. The delivery system itself was removed from the sheath as shown on a subsequent fluoroscopy x-ray. The attending clinician elected to place a guidewire into the sheath and push the implant into the lumen of the patient's common femoral artery. This in turn resulted in the implant migrating into the superficial femoral artery. The sheath was removed and manual compression resulted in haemostasis. The physician then elected to come from the other side and place a wire past the implant in the superficial femoral artery and over this guidewire he delivered a stent which trapped the implant against the femoral artery wall and restored complete flow in the superficial femoral artery. The implant was not removed from the patient.